Event description:
It was reported that a possible leak occurred. A left atrial appendage closure procedure was performed, and a 27mm watchman flx pro laa closure device was implanted on (B)(6) 2024. At a five (5) month routine follow-up, computed tomography (CT) imaging showed that contrast was still going through the device. The physician performed a transesophageal echocardiography (tee) and was unsure if there was a leak. There was no evidence of thrombus. There was no patient complications.